Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation.a visual inspection was performed by the manufacturer. The manufacturer found grey dust build-up around air outlet of rear panel, grey dust-like contaminant around edges of front panel, discoloration of plastic on inside face of front panel, white dust-like film on top of blower box, grey dust-like buildup around edges of air inlet of blower box. The manufacturer also found signs of liquid ingress with mineral buildup in bottom of blower box and on bottom of blower. The device's downloaded event log was reviewed by the manufacturer and found no erros logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of mineral buildup and signs of water ingression within the airpath, which is likely of external origin and not consistent with originating from a device failure. In the initial report allegation of lung pain and visualization of particles were not mentioned which have been updated in this report. Section d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.